Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests. Device had broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case window display corners, cracked lcd window and scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 400 mg/dl. Customer had not treated because she was away camping and did not have a back-up plan available. No significant events leading to the alarm. The customer was advised to go to the emergency room or local clinic for back-up plan and discontinue the use of the device. The insulin pump was replaced and returned for analysis.